Event description:
Chest x-ray showed that the meddle and distal portion of the indwelling subclavian line had separated. The distal fragment appears to be located in the right atrium. The proximal end is unchanged in position with the breakage point at the level of the inferior cortex of the clavicle. The patient had the device removed on june 6, 1993.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.